Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site while charging frequently and when changing certain positions or movements which describe as burning. The patient was also complaining of itching near the ipg site and felt that the ipg had moved downward. No device malfunction was suspected. The patient underwent a procedure wherein the ipg was replaced and repositioned. The was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.